Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 169 mg/dl.